Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patients fiancé called to report a left side deflation. Device remains implanted.

Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b5, b6, d6(a), h6.

Manufacturer narrative:
Device photo analysis: device photograph(s) for the device related to the reported event deflation was reviewed on apr 12, 2022. Visual analysis of the photographs identified: red particles on the surface of the shell. Fluids. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Patients fiancé called to report a left side deflation. Healthcare professional reported the device has been explanted.